Manufacturer narrative:
(B)(4). Batch # p93p08. Investigation summary. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was "clean blade¿ was displayed during use. The device was wiped but ¿replace instrument¿ was displayed ". During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The ¿clean blade¿ alert screen was not showed at any time during analysis of the device, this is typically associated when tissue is lodge inside end of instrument sheath. However, ¿replace instrument¿ was displayed, this alert screen was caused by the damage on the blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hepatectomy, ¿clean blade¿ was displayed during use. The device was wiped but ¿replace instrument¿ was displayed. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.